Event description:
The patient has two leads with the same lot number. It was reported the patient wants to undergo surgical intervention to explant the scs system due to the system not helping.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.